Manufacturer narrative:
There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: k170974, k201814 e.6. Initial reporter address 1: (B)(6) h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facs¿ sample prep assistant iii carryover between patient samples had occurred. The following information was provided by the initial reporter: it was reported by the customer that spillover seen in samples. 1. Are there erroneous results on patient samples from diagnostic test? (If yes or unknown, go to question #2. If no, no further question s required.): no.

Event description:
It was reported that while using bd facs¿ sample prep assistant iii carryover between patient samples had occurred. The following information was provided by the initial reporter: it was reported by the customer that spillover seen in samples. 1. Are there erroneous results on patient samples from diagnostic test? (If yes or unknown, go to question #2. If no, no further question s required.): no

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. Carryover did not occur and there was no patient samples affected, therefore, this is not considered to be a reportable malfunction.